Event description:
Reportedly, first staple did not deploy properly from shaft or staple handle, second staple did not fire properly, suture frayed and broke. First staple was removed, second staple, suture and one staple end was removed. Four curved staples with new handle were inserted. Lengthened case by one and half hours. No tissue loss.